Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
A bio-rad field service engineer was on the customer's site for a pipettor issue and discovered the pump of the instrument was blackened and partially melted. No direct harm happend to anyone in the facility; the customer was unaware of this incident and had not witnessed or smelled anything burning. The engineer performed a thorough investigation of the instrument and found no other affected areas. The pump and wiring array were replaced, then the engineer performed testings of the system's fluidics system, which resulted in no issues. The instrument was verified to be performing at manufacturing specifications and returned to the customer. The melting of the pump was possibly caused by fluid leaking onto the pump's electronic components, however this cannot be fully verified as the date and time of incident is unknown. The field engineer will continue to monitor the performance of the instrument and verify that all fluidic tubing of the instrument is in well connected and in good condition.